Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that a hard, thick white substance was present in the needle. To support the investigation, one sample in opened blister packaging was received and evaluated by the quality team. A visual inspection was performed, which identified an epoxy drip over the needle hub. No additional defects or abnormalities were observed. This condition may occur in the event of a jam at the cannulator. A device history record review was conducted for material number 305180, lot 5064188. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. Verification of the cannulator confirmed that the settings were correct and that product flow was normal. Based on the investigation and analysis of the returned sample, the customer reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. Description: product concern ticket number: (B)(4). Date of incident: (B)(6) 2026. Concern description: defective unidentified hard, thick white substance in the needle (sealed package). Occurrences: 1 each.